Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used and not in the original package. Review of the event history log (ehl) showed no issues. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed that the cassette did not attach properly. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.